Event description:
It was reported that during a high anterior resection, during stapling of branches of the ima, the stapler locked out and when was finally able to fire there were malformed and unformed staples. Surgeon managed to remove device from tissue and opened a new device and reload to proceed. Case completed successfully with no adverse event to patient. Case delayed by five minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation settings. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged with the teeth broken. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.